Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the complaint device was not received for investigation. A photo investigation was performed by (B)(6), based on the image attached in the notes & attachments section of pc titled " (B)(6) complaint(B)(6) 2021 pic.jpg". The images were reviewed, and the complaint condition is confirmed. Contents of the r&d investigation are as follows: observations: surgical approach: suprapatellar. Nail: based on the anodization color and the absence of flutes, the nail is a ø9 or ø10mm nail. Sleeve used: 03.043.033s (suprapatellar sleeve for nails ø8 or ø11mm) insertion handle & nail construct is rotated 90° inside the sleeve. See correct orientation of the construct in relation to the supra sleeve as per surgical technique in figure 2. Figure 2 - insertion handle and nail construct in relation to patient and protection sleeve (03.043.033s) assessment. The metal sleeve was pushed out due to the failure of the 2 snapper hooks in the metal sleeve (see figure 3 & figure 4), this happened due to the high forces during nail insertion. Figure 3 - metal sleeve snapper hook. Figure 4 - snapper seems to be permanently deformed upwards. Discussion: supra sleeve 03.043.033s is used in combination with tna nails diameters ø8 till ø11mm, and based on the compliant figure 1 a compatible nail was inserted (ø9 or ø10mm). Supra sleeve is compressible in the direction of the green arrows as in figure 5, however, it doesn¿t expand in the opposite direction. The tna nail has a proximal bend, and to allow nail insertion in the sleeve with reduced friction, a built-in flexibility in the red arrows direction is guaranteed by the design (see figure 5). However, flexibility in the 90° orientation is not required and not allowed by the design (see figure 6). The complaint figure 1 is showing the nail rotated 90° in the sleeve, this led to the wedging of the nail inside, and nail insertion force exceeded the metal sleeve snappers strength. Either the nail was inserted 90° rotated from the correct insertion orientation or the sleeve was rotated 90°, which perhaps less likely to be the case, due to the size of the sleeve handle, as it will lay flat on the patient¿s thigh. Figure 5 - supra sleeve flexibility (red arrows) and compressibility (green arrows) figure 6 - supra sleeve is not flexible is the indicated arrows orientation a definitive assignable root cause can be confirmed due to the user error. Either the nail was inserted 90° rotated from the correct insertion orientation or the sleeve was rotated 90° which led to the wedging of the nail inside, and nail insertion force exceeded the metal sleeve snappers strength. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the inner metal sleeve separated from the out sleeve. It appeared that the metal sleeve was not expanding and was stuck on the tibial nail. Sleeve was removed, nail re-inserted. There was a five (5) minutes surgical delay. The procedure was successfully completed with no patient consequences. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).